Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain excruciating pain all the time"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2008, c-section in 2013 and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy or hypersensitivity reaction type:"), candida infection ("infection (bladder/urinary tract/vaginal) type: uti and thrush"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti and thrush"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain"), migraine ("migrain/headaches constant migraines"), headache ("migrain/headaches constant migraines"), abdominal pain ("left-side pain between belly button and side") and abdominal pain lower ("cramping"). The patient was treated with miconazole nitrate (monistat), antibiotics, surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (hydrothermal endometrial ablation), surgery (hydrothermal endometrial ablation) and surgery (hydrothermal endometrial ablation, hysterectomy). Essure was removed on 12-feb-2016. In february 2016, the pelvic pain, genital haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine had resolved. At the time of the report, the vaginal haemorrhage, menorrhagia, candida infection, headache, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, candida infection, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2014: total bilateral occlusion, tubes were blocked most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, cramping, left-side pain between belly button and side were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/pain excruciating pain all the time / left-side pain between belly button and side / cramping"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2008, c-section in 2013 and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("infection (vaginal) type: thrush") and urinary tract infection ("infection (bladder/urinary tract) type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy or hypersensitivity reaction type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain") and migraine ("migrain/headaches constant migraines"). The patient was treated with miconazole nitrate (monistat), antibiotics, surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes and hydrothermal endometrial ablation, hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vulvovaginal candidiasis, urinary tract infection, female sexual dysfunction, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: total bilateral occlusion, tubes were blocked. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: previously reported event vaginal haemorrhage, menorrhagia and infection outcomes updated. Pain/excruciating pain that led to surgery was left-side pain between bellybutton and side/cramping. Concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/pain excruciating pain all the time / left-side pain between belly button and side / cramping"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2008, c-section in 2013 and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("infection (vaginal) type: thrush") and urinary tract infection ("infection (bladder/urinary tract) type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy or hypersensitivity reaction type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain") and migraine ("migrain/headaches constant migraines"). The patient was treated with miconazole nitrate (monistat), antibiotics, surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (hydrothermal endometrial ablation), surgery (hydrothermal endometrial ablation) and surgery (hydrothermal endometrial ablation, hysterectomy). Essure was removed on (b0(6) 2016. In (B)(6) 2016, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vulvovaginal candidiasis, urinary tract infection, female sexual dysfunction, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion, tubes were blocked . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/pain excruciating pain all the time / left-side pain between belly button and side / cramping"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) would have period for 2-2 1/2 weeks") in a 36-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2008, c-section in 2013 and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("infection (vaginal) type: thrush") and urinary tract infection ("infection (bladder/urinary tract) type: uti"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy or hypersensitivity reaction type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/loss (specify which one): weight gain") and migraine ("migrain/headaches constant migraines"). The patient was treated with miconazole nitrate (monistat), antibiotics, surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (hydrothermal endometrial ablation), surgery (hydrothermal endometrial ablation) and surgery (hydrothermal endometrial ablation, hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vulvovaginal candidiasis, urinary tract infection, female sexual dysfunction, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and migraine had resolved. At the time of the report, the alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion, tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: plaintiff fact sheet received, event added- hair loss. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.